Manufacturer narrative:
This supplement is submitted per FDA request (gen2200420). Previously, ge healthcare (gehc) identified a hardware failure on the trusat device that was determined to be MDR reportable as a malfunction. Gehc initiated a recall and design change that corrected the issue. Gehc reviewed complaint data for the years following completion of these activities and found no further occurrences of the trusat power supply failure associated with the malfunction. In addition, there have been no other reports of an adverse patient event occurring due to this issue and analysis determined that it would be unlikely for death or serious injury to occur in the future if it were to recur. Gehc has therefore concluded that the issue no longer meets FDA MDR malfunction reporting requirements. Gehc continues to evaluate all product complaints and submit mdra's as required.